Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2012 and was revised on (B)(6) 2022. During the revision surgery it was noted "the neck had disassociated from the femoral head with the femoral head resting in the acetabulum. It appeared as if the neck had been riding on the superior aspect of the polyethylene which had resulted in excessive wear of the polyethylene superiorly. The trunnion of the neck had eroded down to a beak."